Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was sent to gym class based upon a cgm of 220 mg/dl; however, during class, the patient became unresponsive, fell to the floor and vomited three times. The school nurse administered 1 unit of glucagon, the cgm displayed 220 mg/dl and the bg was 58 mg/dl post-glucagon. The patient became responsive, was given honey and when he was able to walk, he went to the nurse¿s station and ate chips. His mother picked him up from school and his cgm was 200 mg/dl and his bg was 89 mg/dl. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.